Event description:
It was reported that the insulin pump alarmed button error. The reporter did not know the blood glucose reading. No significant events leading to the alarm were observed. Advised the customer to return the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Findings: the unit was received with unresponsive buttons due to corroded keypad traces. There was no button error alarm noted. The unit was received with minor scratches on the lcd window and cracked reservoir tube lip.